Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr found out that the unit was passing the leak test, but having issue starting the turbine when the unit placed in ventilation mode. Fsr replaced the batteries which were 2 years old. Performed all calibrations and got the unit working according to manufacturer's specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela d unit showed vent inop without other details. The customer confirmed that there is no patient involvement in this reported event.